Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
The device was later returned. The reason for explant was not disclosed as records indicated the device remained implanted.

Event description:
Additional information was made available that this device was explanted due to an infection, this information is unrelated to this report and is covered in report number 2124215-2011-04019.

Manufacturer narrative:
Information suggests the lead and device remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected out of range shock impedances on this defibrillation lead. No adverse patient effects were reported.